Event description:
An endurant ii stent graft was implanted for the endovascular treatment of a 6.3 cm abdominal aortic aneurysm. The proximal neck was 22 mm in diameter and 41 mm in length. The left and right common iliac arteries were 13 mm in diameter. The right and left femoral arteries measured 9 mm in diameter. It was reported that the aaa was treated without incident however, the issue was that the back-end wheel broke during recapture of the spindle (turning wheel counterclockwise). There was no visible damage to the packaging, or anything unusual noticed during device prep. The physician stated that after initially trying to carefully bring back the delivery system past the suprarenal stents without capturing the spindle into the nose cone, but after some issues, the physician recaptured the spindle manually and tried to hold it together while retracting the delivery system. They were able to get it past the supra renal stents, but it separated again in the iliac/femoral artery. It was also noted that during the procedure, a perclose device had worked to close the artery, but the patient didn¿t have a pulse distally. The physician then performed a cut-down and had to repair the vessel due to an intimal ¿flap¿ in the femoral artery that was impeding flow. It was not known for sure, but it was presumed that this was caused by the delivery system cone/spindle being separated as it was withdrawn through the artery. The vessel was successfully repaired and normal blood flow was restored. An endarterectomy and patch repair was performed without any complications and the patient is doing fine. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Results, conclusion: dissection.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (removal difficulties), (unknown cause of event), caused by another drug/device (other manufacturer's device may have contributed to the event); evaluation, conclusion: (unknown cause of event) 22 known inherent risk of a procedure (removal difficulties), caused by another drug/device (other manufacturer's device may have contributed to the event).